Event description:
The customer returned product for repair, during physical inspection it was found that the downstream occlusion (dso)seal was delaminated. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Further investigations identified a detached downstream occlusion (dso) seal. The device's motor has more than 12 million revolutions. The dso seal and motor will be replaced.